Event description:
The rv lead was returned to the manufacturer after the patient expired. It was analyzed and subsequently tested out of specification. There is no allegation that the death was device related.